Event description:
It was reported that the image on the 9800 system has a line through it. It was also noted the screen is very dark and a high kv message is displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to address a "pushed" p1 lemo receptacle. Reinserted pin 1. The system was tested and found to be working as intended and placed back into service.